Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels for the past two weeks 300 -500 (mg/dl). Correction bolus was delivered to address bg levels. Customer stated the cause of the elevated bg levels was unknown. System check with tandem technical support at the time of the call indicated the pump was performing as intended. In addition, the customer reported experiencing multiple intermittent occlusion alarms over the past two weeks while attempting to bolus. Troubleshooting could not be performed for the occlusion as the customer had already discarded the supplies and the customer was not experiencing an occlusion at the time of the call. It was confirmed the customer was able to successfully change out supplies and resume insulin therapy following the occlusions.